Event description:
It was reported the patient presented for av node ablation, which would leave the patient pacemaker dependent. Since the pulse generator and the right ventricular lead exhibited chronic noise; the physician elected to replace the device and the lead. Lead replacement was unsuccessful due to vein occlusion and a new system was implanted on the right side. The reported system remained implanted and was reprogrammed to vvi. The patient was in good condition after procedure.